Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side pain and rupture. Device has been explanted.

Event description:
Physician reported right side "rupture" was observed during surgery and patient experienced "pain." The device has been replaced.

Manufacturer narrative:
A visual analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: broken crease sharp on posterior, wear abrasion, crease fold and stress marks. Based on the device analysis the final assessment is: a broken crease sharp on posterior assessed as fold flaw opening.